Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the lab would elevated right ventricular lead capture thresholds. The physician was also concerned about possible battery compromise of the implantable cardioverter defibrillator (ICD) due to elevated programmed outputs. Both the lead and the device were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-07426.